Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not been returned to belmont medical technologies for evaluation. The user confirmed that the disposable set involved in this incident was discarded therefore could not be sent for review. The user will lose the ability to infuse the patient with the affected spikes. Other spikes can be used to infuse the patient and the disposable set can be exchanged to continue infusion. No patient impact was noted as a result of the reported incident. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3- spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The cited disposable set was discarded and could not be sent for investigation. We checked a retain sample from the same lot, and no issues were identified with this sample. All 3-spike disposable sets are 100% leak tested and visually inspected prior to release. We reviewed the lot history, and no similar confirmed issues were identified. The customer was reminded to always utilize the spike grip when spiking or removing the spike from the bag. Belmont will continue to monitor this issue moving forward.

Event description:
The user facility user reported that 2 of the three spikes from the set spontaneously disconnect mid case. Unfortunately, the packaging was not kept - but the lot# is of the next set in the cupboard.